Event description:
This report is to advise of an event observed during analysis confirming pull wire window fracture.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath hemostasis cap inside diameter measurement was within specifications; however, a dilator could not be inserted fully through the sheath assembly. The sheath handle was opened and the pull wire window was noted to be twisted, torn, and fractured. The sheath inner lumen had been occluded by the torn sheath material, consistent with the reported insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn pull wire window remains unknown.